Event description:
During a review of the patient's programming history, it was found that on (B)(6) 2006 and (B)(6) 2007, faulted systems diagnostics test occurred which resulted in changing the patient's settings. The settings were not corrected until follow up appointments. No final interrogation was performed on (B)(6) 2006 or (B)(6) 2007, to ensure the settings were correct after performing device diagnostics. There were no reports of any adverse events that resulted from the settings being different than what was intended.

Manufacturer narrative:
Review of programming/device diagnostic history.